Event description:
The dentis reported that after 3 months that the dental implant was installed in intra-oral region #14 it was verified its non osseointegration. 10 ncm of primary stability was achieved and immediate load was not performed. Bone graft was executed. Patient had low bone quality (bone type IV), fistula and peri-implantitis. During the procedure, perforation of the sine membrane occurred.